Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the patient was looking for a new physician. The patient was no longer going to her prior physician's office since the last pump refill as it was very traumatizing. At the last refill, the physician's assistant (pa) was "yanking out" the medication without telling the patient and she told the patient that she was not filling it anymore; she was "yanking out the medication" because she wasn't going to fill the pump anymore. The pa did not take all of the medication "she just took out what she felt like doing and there was no order for it to be taken out" the physician was "trying to drain her pump". The patient felt that she should have had some say in it. The patient stated, "they left me in bed in pain for so many months". The patient had since received a paper in the mail" sending her to all of these psychiatrist hospitals to go withdrawal". The next pump refill needed to be done on (B)(6) 2014. The patient had been having pain since the last refill. As of (B)(6) 2014, the patient had been unable to find a pump managing physician. The patient was considering having the pump removed. Per the patient, the pump was empty.

Event description:
It was reported that the last pump refill was on tuesday, (B)(6) at 11:30 am. Since that day, since the patient left the hcp¿s (healthcare provider¿s) office, the patient had been very sick. The patient was in the worst pain ever; ¿it had never hurt so bad in her life¿; her ¿whole body, whole left side, right arm all the way to her neck¿. Her whole left side goes numb and her whole lower back was numb since she left the hcp¿s office. The patient ¿cannot even get off the couch and sit on the toilet¿; ¿cannot get out of bed and was not even able to take a shower since that day¿. The patient believed that the hcp ¿just jammed this thing in my stomach¿ during refill; it was noted that the patient did not have a good relationship with the hcp. The patient was wondering if the hcp did not fill the pump. The patient noted that the hcp had been taking her dose down and she did not know the reason why. The patient wanted to find a new physician. The device system was delivering hydromorphone, bupivacaine, and fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).